Event description:
The manufacturer received the device with no info. The manufacturer's device registration indicated that the pt had expired. Further info has been requested.

Manufacturer narrative:
Final device analysis revealed no anomalies found for the neurostimulator. It was functioning okay. The insulation coating was scratched. The battery was expanded. A good stable output was observed on each electrode pair. Final device analysis revealed no significant anomalies found for extension. The extension was cut thru which was suspected explant damage. The distal end was no returned. The body insulation was cut thru. The proximal end was intact and undamaged. It was still attached to the neurostimulator.